Event description:
It was reported that noise was observed. Noise was not reproducible. At a subsequent follow-up, the device was found to have recorded multiple vf episodes with aborted therapies due to noise. Lead anomaly was suspected.

Manufacturer narrative:
Upon receipt, a partial lead without the distal helix tip was returned. Analysis found external insulation abrasion between 19.6 cm and 20.4 cm proximal to the end of the connector pin. The etfe coating on one of the re conductors was compromised and could cause the noise reported in the field. The external abrasion is consistent with friction against the ICD can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.